Manufacturer narrative:
The download data from the returned device showed an 0x14 occlusion alarm was generated during pod operation. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The rerun test did not generate another 0x14 occlusion alarm and no other irregularities were seen in the rerun data. Fluid was able to flow freely through the entire fluid path. The formed needle was inspected under magnification for possible blockages and damages. No blockages or damages of the formed needle were observed. The exact cause of the alarm could not be determined. The device was received with the formed needle visible in the exposed portion of the soft cannula and the linkage assembly in the not fully retracted state. Once the pod was opened, the needle mechanism returned to its fully retracted state. The needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. It could not be determined when the needle deployed. Score marks were observed on the inside of the top housing, indicating a misalignment of the linkage assembly. No damages or defects that would cause this misalignment were observed on the linkage assembly or needle mechanism. This misalignment caused the formed needle to not fully retract into the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. They got an occlusion alarm then the needle deployed. Blood glucose levels reached over 300 mg/dl. Patient was treated with 5 units of insulin.